Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had a 7 second pause/asystole eventfor which no alarm was provided at the information center. The event occurred on (B)(6) 2017 at 06:18:55. Information was requested from the philips clinical specialist who contacted the customer and confirmed that the patient did not require any intervention in order to manage or mitigate this clinical event. Therefore the event is not consistent with a serious injury.

Manufacturer narrative:
.